Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of thirteen (13) years, one (1) month. The reason for re-operation was due to aortic insufficiency, secondary to severe stenosis. A 26mm transcatheter valve was successfully implanted and the patient was transferred to recovery in stable condition. No additional details provided.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve that requires valve-in-valve intervention after an implant duration of approximately 12 years due to aortic stenosis and insufficiency. The patient is being assessed for implant of a transcatheter valve through the existing valve.